Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .061mg/day, clonidine 100.0mcg/ml at 0.61mcg/day, and bupivacaine 5.0mg/ml at 0.0246mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The company representative was asked to go to the hospital and reduce the patient¿s dose. Later that evening the company representative was asked to return and put the patient to minimum rate. The reporter did not know the signs or symptoms the patient experienced and was not aware of any environmental, external factors that may have led or contributed to the event. There were no diagnostics or troubleshooting performed and no interventions were taken to resolve the issue. It was noted that as of 5:30pm (B)(6) 2016 the patient did not have surgical intervention. It was unknown if the issue was resolved at the time of the report. Additional information received indicated the company representative did not ask the physician the reasoning the patient¿s dose was decreased and then programmed to minimum rate. The reporter also did not know the cause of the event, any troubleshooting that was done, interventions taken to resolve the event or aware of the patient symptoms the patient experienced. As of (B)(6) 2016 the reporter had not heard any updates on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.